Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodgment. Past experience suggests patient manipulation of the system through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
Boston scientific received information that this patient's leads were found dislodged as confirmed via x-ray. The issue was attributed to twiddler's syndrome. A surgical revision was performed in which this right atrial (ra) lead was extracted and the patient was treated with intravenous antibiotics to resolve the issue. A new ra lead was implanted at the procedure. No additional adverse patient effects were reported.